Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A healthcare professional reported that the system shut down on its own prior to a surgical procedure. There was no patient involvement.

Manufacturer narrative:
Additional information is provided. The system was examined and the reported event was replicated. The lithium battery in the host (pcb) printed circuit board was replaced to resolve the issue, the system was tested and found to meet product specifications. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The system was manufactured on october 16, 2007. Based on qa assessment, the product met specifications at the time of release. The root cause of the reported event can be attributed to a nonconforming lithium battery in the host pcb. The manufacturer internal reference number is: (B)(4).